Event description:
Patient infection resolved following treatment with antibiotics.

Event description:
The patient was implanted on (B)(6) 2019. Patient reports right neck pain and stiffness. The physician suspects an infection and started treatment with clindamycin on (B)(6) 2019.